Event description:
A philips employee became aware of a journal article (published online 28feb2025) ¿impact of size-dependent differences in excimer laser coronary angioplasty in st-elevation acute myocardial infarction: nuclear scintigraphy findings¿. The study retrospectively aimed to investigate the effects of laser catheter size on myocardial function and salvage in patients with st-elevation myocardial infarction (stemi), as assessed using nuclear scintigraphy data. Material and methods. A total of 123 patients between september 2016 and december 2020 were enrolled in the study. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters. Procedural complications included 11 patients that experienced slow flow, and 4 patients experienced distal embolization. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 28feb2025 has been used, the date of publication. Shibata, n, et al_2025_impact of size-dependent differences in excimer laser coronary angioplasty in st-elevation acute myocardial infarction: nuclear scintigraphy findings. Adv interv cardiol 2025; 21, 1 (79): 45¿54. Doi: 10.5114/aic.2025.147979 pmid: 40182103. This report captures the slow flows and distal embolizations that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age - median age, 67. A3a) patient sex - sex of majority of patients involved: 102 males, 21 females a3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from japan, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, filling defects (occlusion) and embolism are listed as potential adverse events with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.